Event description:
A leep procedure was performed on me using the cooper surgical system 1000, at (B)(6), without any anesthesia, just local sprays and injections . The laser burned me inside and I reactively jumped and was told I had to be still so they injected more to numb the area. I had uncontrollable rigors, making it hard to remain still. It felt like the shock I felt after giving birth. Afterwards, the discomfort lasted more than 8 weeks, with stabbing pains intermittently for another 6 mos. I suffered from a depressive state as well, and feel this affected my hormones, as I now have no sexual desire since the procedure. I felt like I was being raped with a laser while awake and the physician acted like this was normal. It was medically approved torture. In addition, I was not given information regarding risks and side effects, until after the procedure.